Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 1000 mcg/ml at a dose rate of 249.8 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was empty. The physician had access to a programmer. An empty reservoir pump alarm was occurring. The hcp planned to refill and update pump. No patient symptoms were reported. The following additional information has been requested which was not available at the time of this report: cause of issue, actions taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted.